Manufacturer narrative:
Received fifty-five (55) new. List #b3361, 7" (18 cm) appx 0.7 ml, pressure infusion (400psig) ext set w/microclave¿, purple clamp, rotating luer; lot #13835348. Received one-hundred (100) new. List #b3361, 7" (18 cm) appx 0.7 ml, pressure infusion (400psig) ext set w/microclave¿, purple clamp, rotating luer; lot #13792297. No visual damages or anomalies were observed. 35 samples were randomly selected to be tested to represent the received lot. The 35 samples were leak tested - no leaks were observed from the 35 samples. The reported complaint of a leak could not be confirmed from the samples received. The samples were tested at met all product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a 7" (18 cm) appx 0.72 ml, pressure infusion (400psig) ext set w/microclave®, purple clamp, rotating luer where the customer reported that the device leaked during patient use - during initial flush post connecting the tubing to the end of the IV hub. The reporter stated that they experienced saline/blood exposure due to the tubing leaking; there was no exposure to skin just to patient's clothing - a very small amount of blood loss. The customer further stated that when the extension set w/ male luer is attached to the indwelled IV catheter and the saline flush is administering blood and saline, it leaks at the connection of the extension set and IV catheter. The nurses and technicians stated that when attachment is being made to the IV catheter it feels like it is cross threading, and not secure. Leaking occurs on at the connecting site, extension hub would sometime be hard to twist almost as if threads were not correct. Therapy was delayed as they had to put a new extension tubing on and clean up the patient/ area prior to taking patient to be scanned. There was no defect noted, just hard to tighten the tubing to the hub of the IV catheter. The product was not reprocessed and resterilized. There was patient involved but no patient harm and no delay in therapy.